Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this device's monitoring voltage was 2.70 volts associated with a charge time of 10.0 seconds. Subsequently, the local representative contacted technical services again to request a longevity estimate. The local representative expressed dissatisfaction with the device's longevity. Technical services was informed that the left ventricular (lv) pacing output had been programmed to 6.5 volts at 1.0 ms due to high lv pacing thresholds in (B)(6) 2009. The lv lead is a competitor epicardial lead. The lv pacing output has now been reprogrammed to 4.0 volts at 1.0 ms because the lv pacing thresholds had decreased to 2.0 volts at 1.0 ms. Technical services discussed that the longevity could possibly be less than expected due to high lv threshold and programming. Technical services recommended the return of the device for laboratory testing once elective replacement indicator (eri) has been triggered. Technical services explained that laboratory testing would determine if this device depleted prematurely due to malfunction.

Event description:
Boston scientific received information from an implant form that this device was explanted and replaced in late (B)(6) 2011 due to normal battery depletion. To date, the device has not been returned to boston scientific's post market quality assurance laboratory.